Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device was returned in it's sterile packaged. A review of device memory noted that the device did not set any error codes, instead, the programmer had issued a warning with code (B)(4). A review of the temperature measurements in memory noted measurements at or below 0 degree c in (B)(6) of 2015. The battery voltages tracked with the temperatures. Analysis of the memory of this device indicates that the code (B)(4) issued by the programmer was induced by exposure to cold temperature below labeling (0 degree c) while in the shipping box.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to implant. This device was never in service and was returned for analysis. No adverse patient effects were reported.